Event description:
Reported by the complainant as follows: et tube's connector does not fit to t-piece; mouth catheters, elbow connector. Remove by deflating the cuff and then extubated tube. No harm to patient. This report was reviewed and deemed to be a serious malfunction. Although, the report stated that no harm came to this patient on this occurrence, an ett that does not connect properly is likely to lead to a serious adverse event. A patient will not be adequately oxygenated if the delivery system is not functioning as intended. Respiratory decompensation could put the patient at risk for hemodynamic instability. Additionally, there are risks involved in extubating and reintubating a patient who requires mechanical ventilation and is not capable of breathing on their own.

Manufacturer narrative:
.